Event description:
A malfunction was reported on the pump, but no notable events occurred before the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided information for resetting the pump, assisted the caller with the reset, and the malfunction did not occur again. The customer was advised to continue using the pump and to contact support if the issue recurred.